Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper handling, which is use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a hole in the hose, the bearings, cable and locking components were damaged. The device also failed pretest for motor thermistor assessment, no short circuit between phases and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between 5v dc line and connector body (42), no short circuit between sensor gnd and connector body (42), air pump assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.